Event description:
The pump was set up for use on a pt in 2009 at facility. On the following month, we were notified that the pump would no longer turn on. Pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed upon receipt of pump back to company. Prior to pump delivery, pump passed operational testing per manufacturer protocol. Resulted in a break in therapy for the pt for several hours.